Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, advancement was completed. The clip deployed successfully achieving hemostasis. There were no reported adverse patient effects. No additional information was provided.